Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has rejected new batteries often. The insulin pump alarmed failed battery test. The buttons were extremely hard to activate. Whenever the customer takes the reservoir out, piece of plastic will break off the reservoir. They have to rewind the insulin pump more than once during reservoir changes. Customer's blood glucose level was not reported. The device was not returned.